Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. During introduction, 2.50x20 taxus express2 drug eluting stent shaft fractured outside of the patient. The procedure was completed with another taxus stent no patient complications were reported. Patient status reported as "good".